Event description:
It was reported that the filter was implanted approximately three years ago. A follow up examination was performed last year and no anomalies were identified with the filter. Reportedly, during the last two months, the pt had been complaining of chest pain. A CT scan was performed and it was found that the filter allegedly had migrated cephalad and was situated at an awkward position; the apex of the filter was in the pt's right atrium while the legs were still in the pt's vena cava. Reportedly, the physician attempted to straighten the apex of the filter using a snare; however, the snare got tangled on the filter. Various attempts were made to free up the snare; however, were unsuccessful. Therefore, to free up the snare, the physician gained access through the femoral vein and removed the snare. The filter was eventually retrieved successfully using a recovery cone and another filter was implanted. There was no injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The sample was discarded by the user facility; therefore, no sample eval could be done. The event investigation is currently underway.